Manufacturer narrative:
(B)(4). Importer report number: 0500770000-2018-8029. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cholecystectomy laparoscopic procedure, the surgeon was using the device to clip the blood vessel of the gall bladder. The device clasped the blood vessel. After multiple attempts to release, the weck unlocked. There was no patient harm.

Event description:
It was reported that during a cholescystectomy laporoscopic procedure, the surgeon was using the device to clip the blood vessel of the gall bladder. The device clasped the blood vessel. After multiple attempts to release, the weck unlocked. There was no patient harm.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1700591 was manufactured on 12/04/2017 a total of 288 pieces. Lot was released on 12/07/2017. DHR investigation did not show issues related to complaint. P/n ae05ml is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 samples were taken from the current production p/n 543965 auto endo5 ml lot# 73d1800020, samples were functionally inspected (fired) and issue reported "not opening" was not observed in the current manufacturing process, the clips were loaded, closed and released correctly. Revision of pfmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Other remarks: corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.